Event description:
Device report from depuy synthes united kingdom reports an event as follows: it was reported on june 22, 2023 that an excel t-handle broke. There was no surgical delay. This report is for an excel t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-13528 was reported in error. There is not an allegation or report of malfunction against this device. Clinician review of complaint for down-grading of initial medwatch submission mwr-(B)(4) from a reportable malfunction to not reportable: coding was correctly downgraded from broken : 2+ pieces to visual : cracked - this is a non-reportable malfunction.